Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead. Product ID 3537, product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported the patient was hurting bad and the healthcare professional (hcp) had to give her a tylenol. The patient stated she also was bleeding all over and her bandage had a lot of blood. The patient noted she was seeing a lot of improvement with symptoms, but was not happy with pain. Additional information from the patient on (B)(6) reported the day after surgery she had trouble voiding. The patient stated she was only getting dribbles and not full voids. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) t reported she coughed and it caused her to leak. The patient stated the controller batteries were dying and she did not have the correct batteries and she would have her son buy some. There were no further complications that have been reported as a result of this event.